Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device passed away at home and was not found until approximately two weeks post-mortem. The body was transported to the coroner's office at which time a boston scientific field representative was called to interrogate and turn off device function. Upon interrogation, the device appeared to have been functioning normally, no fault codes were observed. Additionally, there were no episodes in device memory showing any therapy or fast rhythms. All daily impedance measurements were then observed to have been high, out of range and corresponded to low r and p waves. This was approximately two weeks prior to the estimated date of death. The device has been explanted and is expected to be returned; however, the associated boston scientific leads were unable to be explanted for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Technicians confirmed a severed lead, 443 mm from the terminal pin with only the proximal segment returned. Visual inspection noted conductor coil damage at 103-108 mm from the terminal pin. This damage is consistent with the use of an explant grabbing tool. Resistance testing was completed to assess the electrical integrity of the returned segment. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.